Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 variable 3 was noted in the history download due to cracked solder joints. Device passed the rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. The following were noted during visual inspection: cracked battery tube threads, cracked case reservoir tube side, and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and insulin pump failed to self test twice. Troubleshooting was done for hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Insulin pump failed to self test. Customer also mentioned that his blood glucose went high and they already used 10 units of insulin but still blood glucose did not came down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.